Event description:
It was reported that a small volume folfusor did not flow. This was identified during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported event. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection on the flow restrictor revealed microscopic air bubbles blocking the fluid pathway inside the lumen of the glass capillary. This was determined to be the cause of the reported condition. Therefore, the issue was verified through device evaluation. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.